Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleted quickly. Reportedly three weeks ago, the pump battery depleted quicker than expected and the pump shut off due to insufficient power. The pump was connected to a power source and was able to be turned back on. Customer reported blood glucose level was high however a specific value was not provided. A bolus and a manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.